Manufacturer narrative:
The lead was expected to be returned, should additional information become available this investigation will be updated.

Event description:
It was reported that after implanting this lead the lead did not pace, thus the lead was not used and was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that after implanting this lead the lead did not pace, thus the lead was not used and was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after implanting this lead the lead did not pace, thus the lead was not used and was expected to be returned. No adverse patient effects were reported.